Event description:
It was reported that bd low-dose¿ u-100 insulin syringe with bd micro-fine¿ IV has scale marking issues. The following information was provided by the initial reporter: material no.: 329461 batch no.: 8106971 the bevel of the needle is not aligned with the graduation on the syringe resulting in difficulty when doing an injection when they have to follow the graduation. Additionally, customer states the wrapping has changed. Verbatim: I received a complaint about the syringe 329461 saying that the wrapping has change but most important is that the bevel of the needle is not align with the graduation on the syringe and that is harder to do injection when they have to follow the graduation.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8106971. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200767883, 200767661, 200767439, 200767835] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd low-dose¿ u-100 insulin syringe with bd micro-fine¿ IV has scale marking issues. The following information was provided by the initial reporter: material no.: 329461. Batch no.: 8106971. The bevel of the needle is not aligned with the graduation on the syringe resulting in difficulty when doing an injection when they have to follow the graduation. Additionally, customer states the wrapping has changed. Verbatim: I received a complaint about the syringe 329461 saying that the wrapping has change but most important is that the bevel of the needle is not align with the graduation on the syringe and that is harder to do injection when they have to follow the graduation.